Event description:
On an unreported date in 2010, the patient began peritoneal dialysis (pd) treatment. This is report eight of 8 cases reported by the same reporter. On (B)(6) 2010, the patient developed peritonitis. A peritoneal effluent culture was negative. On (B)(6) 2010, the patient began remedial therapy with cefradine (0.25g, added in the pd solution) and ceftazidime (1g, added in the pd solution). On (B)(6) 2010, the patient was hospitalized. The patient was recovering from the peritonitis and remained hospitalized. Remedial therapy was ongoing. Pd therapy was ongoing, dose unchanged. On an unreported date in 2010, pd therapy was stopped. Concomitant medications were unknown. The physician believed the peritonitis was possibly due to pd therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.